Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), advancement difficulties and a stent detachment occurred. The lesion was located in the distal bile duct. A hydrajag guide wire was placed and an unspecified previously placed plastic stent was removed from an unspecified location. The rx wallstent biliary 8mm x 100mm stent delivery system (sds) was advanced past the distal bile duct to the mid bile duct, however, "it still [had not] reached the target area (ductus hepaticus sinister)" and was unable to advanced further. The wallstent was then retracted from the duodenoscope instrument channel. After stent removal, it was noted that the stent had detached and unfolded in the instrument channel. A different device and duodenoscope were used to complete the procedure. The patient's status is unknown.